Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that when the patient tried to use the controller on (B)(6) 2018 they saw a poor communication with antenna. The caller tried without the antenna and still saw poor communication. The caller tried the recharger and saw a reposition antenna screen. The recharger was unable to communicate with the ins. The caller said the patient last recharged and felt stim about a month ago. The patient was directed to follow up with their healthcare provider (hcp). Additional information was reported that the caller reported that the recharger charges from the wall, but the ins itself will not charge up due to the reposition antenna screen appearing. The caller stated that it has been over a year since he last recharged, and that they couldn't recharge because they couldn¿t get it restarted. (This statement was not clarified with the caller) the caller stated that the issues started almost years ago. No further complications were reported. No patient symptoms were reported.